Manufacturer narrative:
(B)(4). Batch # n9285f. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips and 2 partially formed clip were fed due to an anti-backup failure; in addition, the instrument locked out as intended and the orange indicator was found undertraveled. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hernia procedure, it was reported to the sales rep that while setting up for a hernia procedure, the nurse said the device was locked out. No patient was in the room. They were able to complete the case by opening a second device. There were no adverse consequences for the patient.